Manufacturer narrative:
At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "vent inop", and "flow sensor error" while use on the patient. The customer reported that there was no patient harm or injury as ventilator was switched.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Pt 800 xdcr has failed calibration and shows multiple errors recorded on event log. Meanwhile, pt 802 xdcr has successfully calibrated, still shows errors on event log. The 3 way valve was also found to have failed due to an internal leak. These issues will be internally investigated within vyaire.